Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium (na) and potassium (k) results for several patients on an alinity c analyzer. The following data was provided (customer¿s normal range for na is 137-145 mmol/l, for k is 3.5-5.1 mmol/l): sample ID (B)(6) initial na result, on (B)(6)2024, was 108, repeat was 138, repeat, on another analyzer, was 138 mmol/l. Sample ID (B)(6) initial k result was 2.3, repeat result was 3.5, repeat, on another analyzer, was 3.5 mmol/l. Sample ID (B)(6) initial na result was <100, repeat results were 140, <100, 115, repeat, on another analyzer, was 138 mmol/l. Sample ID (B)(6) initial na result was 115, repeat was 142, repeat, on another analyzer, was 139 mmol/l. There was no impact to patient management reported.

Event description:
The customer observed falsely decreased sodium (na) and potassium (k) results for several patients on an alinity c analyzer. The following data was provided (customer¿s normal range for na is 137-145 mmol/l, for k is 3.5-5.1 mmol/l): sample ID (B)(6), initial na result, on (B)(6) 2024, was 108, repeat was 138, repeat, on another analyzer, was 138 mmol/l. Sample ID (B)(6), initial k result was 2.3, repeat result was 3.5, repeat, on another analyzer, was 3.5 mmol/l. Sample ID (B)(6), initial na result was <100, repeat results were 140, <100, 115, repeat, on another analyzer, was 138 mmol/l. Sample ID (B)(6), initial na result was 115, repeat was 142, repeat, on another analyzer, was 139 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely decreased sodium and potassium results generated on the alinity c processing module, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for elevated results for the product. Return testing was not completed as returns were not available. The customer rebuilt/replaced the 1ml syringe, list number 09d41-03, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.